Event description:
The pt reportedly experienced loss of lock between the internal device and external equipment. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. Revision surgery will be scheduled.